Event description:
Litigation alleges that patient has experienced elevated levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges that patient has experienced elevated levels of chromium and cobalt. Doi: (B)(6) 2007 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 13 oct 2014 - der rcvd via sales rep. Updated dor, surgeon, sales rep info, patient age, height, weight and activity level. Added sleeve product and added pain and clicking to reasons for revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 11/7/2014 - medical records received. Patient revised to address disability, metal wear and synovitis. Upon revision, a cystic formation, thick, murky fluid, metallosis, necrotic debris, corrosion on the taper, no bone attached to the acetabular cup, bone loss in the posterior wall of the acetabulum and grayish-brownish material imbedded within the joint. The stem remained in situ. The stem is being added to the complaint. This complaint was updated on: 12/02/2014.